Event description:
This customer reported that they were unable to pace due to a leads off condition. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to pace due to a leads off condition. There was no report of any negative pt impact. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.